Event description:
Reporter indicated that pt experienced an increase in seizure activity with the vns. It was reported that the pt's usual pattern was a cluster lasting 1 1/2 days every 3 weeks. Following the vns implant, the pt's clusters occurred every 8 days. When the vns was programmed to off, the pt's seizure frequency returned to every 3 weeks. When the vns was programmed back on, the pt's seizure frequency again increased to every 8 days. Attempts to obtain additional info have been unsuccessful to date.